Manufacturer narrative:
This is related to MDR report number 3011632150-2022-00076. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of ischemia and restenosis leading to intervention is listed in the biomimics 3d instructions for use and are known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR report number 3011632150-2022-00076. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2022 the subject was implanted with two biomimics 3d (bm3d) stents ( 6.0 x 100mm stent and a 6.0 x 125mm stent (this report) ) to treat a denovo lesion of the sfa proximal third to proximal popliteal artery in the left leg. A retrograde approach was used and pre- and post-dilatation was conducted with percutaneous transluminal angioplasty (pta) . On the (B)(6) 2022, an event of restenosis of treated segment (target lesion) was identified by the site and reported by the site. The patient reported left leg swelling and when assessed at the clinic the site identified new onset left leg paresthesia. Arterial duplex ultrasound (dus) revealed: 50-75% stenosis in common iliac artery (cia) ; 50-75% stenosis in distal femoral artery (dfa) ; 50-75% stenosis in middle sfa stent; <50% stenosis in distal popliteal artery; no flow visualized in anterior tibial artery (ata). It was reported as "not related" to the device and "not related" to the procedure but due to worsening pre-existing condition. It was also reported as target lesion related.the patient underwent a percutaneous intervention on (B)(6) 2022 and it involved a target lesion revascularisation with percutaneous transluminal angioplasty (pta) and laser atherectomy. The devices remain implanted. The patient outcome is reported as "resolved/recovered". It was reviewed on (B)(6) 2022 by veryan and considered possibly device related.

Manufacturer narrative:
Site b.5. Has been updated to include the site reported device relationship as updated. Section b.7. Has been updated with details on the intervention on (B)(6) 2021, d.4. Has been updated to include the expiration date of the device, section d.10. Has been updated to include aspirin only and section e.1. Has also been updated to add the sites contact number and additional address details.

Event description:
This is related to MDR report number 3011632150-2022-00076_01. The patient was treated as part of the mimics 3d USA post-market observational study on 20-jan-22. The subject was implanted with two biomimics 3d (bm3d) stents (6.0 x 100mm stent and a 6.0 x 125mm stent (this report)) to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to proximal popliteal artery in the left leg. The 6.0 x 100mm device was placed in the sfa proximal third to sfa distal third segment and the 6.0 x 125mm stent was placed in the sfa distal third to proximal popliteal segment. A retrograde approach was used and pre- and post-dilatation was conducted with percutaneous transluminal angioplasty (pta) . On the (B)(6) 2022, an event of restenosis of treated segment (target lesion) was identified by the site and reported by the site. The patient reported left leg swelling and when assessed at the clinic, the site identified new onset left leg extremity (lle) paresthesia. Arterial duplex ultrasound (dus) revealed: 50-75% stenosis in the common iliac artery (cia); 50-75% stenosis in distal femoral artery (dfa); 50-75% stenosis in middle sfa stent; less than 50% stenosis in distal popliteal artery; no flow visualized in anterior tibial artery (ata). It was reported as "possibly related" to the device and "not related" to the procedure. It was also reported as target lesion related.the patient underwent a percutaneous intervention on (B)(6) 2022 and it involved a target lesion revascularisation with percutaneous transluminal angioplasty (pta) and laser atherectomy on the sfa middle third. The devices remain implanted. The patient outcome is reported as "resolved/recovered".